Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was reprogrammed, and remains in use. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4193-88 lead, implanted: 2006-(B)(6), d224trk ICD implanted: 2011-(B)(6). (B)(4)